Event description:
It was reported that the patient experienced an undesirable change in their stimulation noted as "pulling" at the back of the head. Impedance measurements showed that electrode #3 on the left lead was >4000 ohms. The patient's implantable neurostimulator (ins) was reprogrammed around the affected electrode. The ins was subsequently replaced due to normal battery depletion. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Extension model 7489000104 serial# (B)(4) implanted: (B)(6) 2007 explanted: na; extension model 7489000104 serial# (B)(4) implanted: (B)(6) 2007 explanted: na; lead model 3487a-56 lot# v004958 implanted: (B)(6) 2007 explanted: na; lead model 3487a-56 lot# v004958 implanted: (B)(6) 2007 explanted: na. This device was being used in a clinical trial noted as g030070. Analysis of neurostimulator model 7427 serial #(B)(4) showed no significant anomalies and showed good stable on each electrode pair at the settings the device had when received.